Event description:
Employee slipped on blood line connector. They fell, injuring one knee and ankle. Item is small and opaque in color. Such items frequently fall on-the floor and are nearly impossible to see. Could they be dyed a bright color to show up against flooring.